Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with glucose readings in the 400s for several hours and subsequent resolution after disconnecting, administering a subcutaneous insulin pen dose, and replacing the cartridge, connector, and infusion set; review of photos indicated the tubing connector was not twisted on appropriately, and education was provided on single-use supplies and correct cartridge and connector installation. Symptoms included elevated blood glucose without reported ketosis. Outcomes included recovery without hospitalization after device troubleshooting and supply replacement. Investigation included complaint review and user interview with photo assessment and troubleshooting guidance. Investigation of this case revealed user setup error related to an improperly secured tubing connector. It was concluded that the event was attributable to use error, with device function restored after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.